Event description:
It was reported, noise resulting in oversensing was observed on the right ventricular (rv) lead. Technical support was contacted and additional in clinic testing was recommended. No intervention has been performed at this time. The patient was stable and will continue being monitored.

Event description:
Additional information was received indicating the rv lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of lead noise was not confirmed. As received, a partial lead was returned in one piece. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Additional findings unrelated to the reported event: visual inspection found full breach of the optim sheath degradation at the distal region of the lead. The insulation beneath was intact and undamaged.